Event description:
The customer reported that the wash dilution cup of the ortho provue analyzer overflowed contaminating the reagents. No erroneous results were reported. Fluid leak can lead to dilution of reagent/sample, carry over/cross contamination from microtube to microtube, erroneous test results and transfusion of incompatible blood.

Manufacturer narrative:
A possible root cause was determined. An ocd field engineer arrived at the site and the customer indicated that the robotic handler was dripping. The ffe determined the probe was bent. The fe replaced the probe and performed adjustments. The replacement of the probe and repairs have returned the instrument to expected operation. This customer has not logged any complaints against this analyzer since this incident. (B) (4).